Event description:
No new information.

Manufacturer narrative:
The complaint of a break in the IV catheter tubing was confirmed; however, the root cause could not be determined. One photograph was provided for investigation. The photo showed a blue catheter adapter from a 22g insyte autoguard IV catheter with a short segment of catheter tubing extending from the nose of the adapter. The sample exhibited evidence of use. What appeared to be blood residue was visible within the catheter adapter and attached q-syte connector. As it was reported that the damage occurred while in situ, it is likely that the catheter was in one piece during insertion. The damage may have occurred in the clinical setting; however, the root cause could not be determined. The fractured or cut surface of the catheter tubing could not be examined as the physical sample was not provided for investigation. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Manufacturer narrative:
D. Batch number [3271689] was not found for material number [381023] h.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
During routine cannula use, a component of the plastic cannula snapped off from the hub while in situ. The detached plastic fragment remained inside the patient's arm and could not be retrieved manually. Surgical intervention was required to remove the retained piece. Customer believes incident was due to user error.